Event description:
It was reported that the patient experienced stimulation from their implantable neurostimulator (ins) in the wrong location following a fall in (B)(6) 2011. It was noted that the patient had stimulation on their left side and that the ins only worked on their right side. High impedances (>10,000 ohms) were also measured on all electrode combinations except #5 <(>&<)> 6 and #5 <(>&<)> 7. On (B)(6), 2012, a revision procedure was performed at which time the lead was replaced. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777, lot# v345322023, implanted: 2009-(B)(6), explanted: 2012-(B)(6), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), anchor model 3550-39, lot# n202828, implanted: 2009-(B)(6), explanted: 2012-(B)(6), adaptor accessory model 3550-29, lot# n179704, implanted: 2009-(B)(6), explanted: na. (B)(4). Analysis of lead model 3778, lot # v345322023 showed no significant anomalies. Analysis of anchor model 3550-38, lot #n202828 showed that the silicone portion of the anchor was broken/torn in 2 pieces and half of the broken silicone sleeve was separated from the insert. The silicone cut was in a different area from the tear.